Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. A manufacturing record evaluation was performed for the finished device lot pmbdgcs0, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used subcutaneous. During the procedure, after 1 or 2 tissue passages, needle separated from suture at attachment area. A needle holder was used to grab the needle in the center part. No parts fell into the patient. Another like device was used. There were no adverse patient consequences. No additional information was provided.